Event description:
Additional information received reported that multiple reprogramming sessions were attempted, and the system was eventually explanted. The explant date was not available. Following the explant the patient was doing well.

Manufacturer narrative:
Recharger model 37752 (B)(4) implanted: na explanted: na, lead model 3778 lot # v010729 implanted: 2006-(B)(6) explanted: unk, patient programmer model 37742 (B)(4) implanted: na explanted: na, lead model 3778 lot # v010729 implanted: 2006-(B)(6) explanted: unk.

Event description:
It was reported that the patient blacked out and fell in (B)(6) 2011. The healthcare provider had decided to remove the device. The removal date was not yet scheduled. Additional information has been requested, but was not available as of the date of this report.